Event description:
It was reported that the implantable cardioverter defibrillator (ICD) withheld therapy due to atrial fibrillation (af) criteria during an episode of ventricular tachycardia (vt). It was noted that the vt spontaneously terminated. It was discussed to collect a new template for wavelet and turning off af criteria may be a reasonable option. Then wavelet would be able to discriminate if af with rapid ventricular response (rvr) occurs. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. The event occurred outside the us and is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).